Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the complaint could not be verified. Normal coils continuity and normal insulation resistance was measured for the returned part. Since the entire lead was not returned, a complete analysis could not be performed.

Event description:
It was reported that led was capped and replaced due to noise.